Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 146 mg/dl.